Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the homechoice cassette and transfer set; further described as ¿the connection between the machine and body has been separated by itself.¿ this occurred during use of the devices for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.